Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix issues. It was attempted to be implanted in the ventricular apex and lower septum but high capture thresholds were obtained. When extracted, the helix did not retract and extend outside the body, therefore, the physician decided to replace this lead with a new one and the procedure was successfully completed. No adverse patient effects were reported.